Event description:
The pt contacted nephron pharmaceuticals corporation regarding a product complaint associated with ez breathe atomizer on (B)(6) 2013. The pt reported that the atomizer did not produce an aerosol mist to alleviate her respiratory distress. After adding that she did not clean the atomizer properly, the pt reported that she required medical treatment at the hospital following the atomizer's malfunction. Multiple attempts were made to reach the customer via telephone unsuccessfully.